Manufacturer narrative:
A hypoglycemic event requiring emergency department treatment was reported by the user¿s healthcare provider. No information regarding device use, insulin delivery, user actions, or contributing factors could be obtained from the user despite multiple follow-up attempts. No device malfunction has been identified based on information available to date, and a follow-up MDR will be submitted if additional details or a device evaluation become available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 28-oct-2025 the user¿s healthcare provider reported that on (B)(6) 2025 the user experienced hypoglycemia, but a bg value was not provided. The user became unresponsive at home prior to ems arrival, and no additional pre-hospital details were available despite follow-up attempts. The user was transported by ems to the hospital and admitted, but no information regarding in-hospital treatment, discharge date, or discharge status was provided despite follow-up attempts.